Event description:
Device malfunction: none. Symptoms/ae: in-stent thrombus. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, an rx acculink stent was placed successfully within the lesion; however, thrombus was noted within the stent and distal to the stent. A suction catheter was advanced into the stented area to remove some of the thrombus and then a second non-abbott stent was placed distal to and overlapping the first stent to encase the thrombus. The rx accunet was successfully captured. There was no adverse patient sequela reported. Three days post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no rx acculink stent malfunction reported. Formation of thrombus is a known possible adverse event associated with the use of carotid stents as stated in rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.